Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-58291.

Event description:
The customer reported that he had 2 emergency room visits with the most recent one in (B)(6)and another one in (B)(6). Customer's blood glucose was 18 mg/dl at the time of the incident. Customer's current blood glucose is 107 mg/dl. Customer had been experiencing low blood glucose for about a year or so. Customer stated that the drive support cap appears normal. The paramedics were dispatched as a result of the low blood glucose. Customer was taken to the emergency room on (B)(6) 2015 with a blood glucose level of 18 mg/dl. Customer had cold sweats, convulsions, and was shaking. Customer had a hypoglycemic event and was administered dextrose by injection. Customer was wearing the pump at the time of the hospitalization. Customer declined troubleshooting for low blood glucose because he feels that the pump is working fine and the issues are related to having bad habits.